Manufacturer narrative:
Corrected ae or product problem from reported issue is both an adverse event and product problem to product problem corrected type of reportable event from serious injury to malfunction describe event or problem, device avail. For eval?, returned to MFR. On, device codes, if follow-up, what type, device returned to MFR.?, device evaluated by MFR.?, if not evaluated provide code, result codes and conclusion codes updated (B)(4).

Event description:
It was further reported that the stent dislodged outside the patient before pre-implanting.

Manufacturer narrative:
Promus premier ous mr 20 x 2.50mm stent delivery system (sds) was returned for analysis. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present but were slightly relaxed from their folded position. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent prior to the event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.  (B)(4).

Event description:
It was further reported that the stent dislodged outside the patient before pre-implanting.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 20 x 2.50 promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent got dislodged.